Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: (B)(4); patient code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on (B)(6) 2017. Initially it was reported there were no signs or symptoms associated with the catheter dislodgement. Later updated, the patient had complained of headache and felt like the pump was not working very well so a catheter evaluation was ordered. The catheter was found to be coiled distal to the it catheter anchor and some of the it catheter slipped through "dislodged" through the anchor creating a coil, but some catheter remains in the it space and is patent. The cause of the dislodgement was not known. Event date of (B)(6) 2015 was provided and the event was indicated as still ongoing as of (B)(6) 2017.

Manufacturer narrative:
Product ID 8731sc lot# serial#(B)(4) implanted: (B)(6)2014 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue was unresolved with no further action planned.

Manufacturer narrative:
The other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving dilaudid 0.5 mg/ml at 0.08470 mg/day via an implantable pump for non-malignant pain. It was reported through fluoroscopy, the catheter tip (intrathecal/spinal portion) was seen to be encircled around l2-3 on (B)(6) 2015 and was kinked. Surgical intervention (catheter revision) was scheduled for (B)(6) 2015. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No patient symptoms were reported. The outcome was indicated as ongoing and no further complications were reported/anticipated.